Event description:
The customer reported that the panorama central station display had a blank screen, which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. Corrections included clearing the error logs and rebooting the system. The system was tested to factory's specifications. It functioned normally and was returned to use.